Event description:
The stent was not firmly crimped on the balloon. The reported condition was noticed before placing device in-pt therefore was not use. There are no additional pt, vessel, lesion, or procedural information available. This rpoduct had been returned for evaluation and testing, however the engineer's report is not yet complete.